Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: stated low/high blood sugar symptoms. A patient reported that meter just does not work. Their meter allegedly had incorrect memory. The result on their meter was 132, 140, 130. Treatment was drank orange juice, exercised, and doctor changed medicine. No further information has been reported.